Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds were noted on the right ventricular lead. Lead revision and repositioning was completed and the lead was reused. The patient was discharged in stable condition.